Manufacturer narrative:
Summarized patient outcomes/complications of the steerable guide catheter were reported in a research article in a subject population with multiple co-morbidities including mitral regurgitation, previous transseptal punctures, implantable cardiac device. Complications reported included atrial perforation, thrombus, unexpected medical intervention, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "iatrogenic atrial septal defect closure through the steerable guide catheter_ description of technique and single-center experience ".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effect of death reported in the article is captured under a separate medwatch report. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "iatrogenic atrial septal defect closure through the steerable guide catheter_ description of technique and single-center experience."

Event description:
The article "iatrogenic atrial septal defect closure through the steerable guide catheter: description of technique and single-center experience" was reviewed. The article presented a retrospective single center study, to evaluate introducing a novel method of direct iatrogenic atrial septal defect (iasd) closure through the mitraclip steerable guide catheter (sgc). Devices included in the study were mitraclip, mitraclip sgc, torqvue delivery system, amplatzer septal occluder, amplatzer pfo occluder, and amplatzer cribriform. The article concluded that the technique shown herein may be used to close the defect without loss of left atrium guide access. In this small single-center series, the technique is safe and reproducible. [The primary author and corresponding author was gagan d. Singh, md, at university of california at davis medical center with corresponding email drsingh@ucdavis.edu. The time frame of the study was 2015-2020. A total of 11 patients were included in this study, of which 100% received an abbott device. Comorbidities included mitral regurgitation, previous transseptal punctures, implantable cardiac device. The average age of the patients enrolled was 79. The majority gender was male. As this is from a literature review, patient weight was not provided. Peri and post-procedural complications included atrial perforation, thrombus, unexpected medical intervention, death.